Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned trial indicates that the screw portion is fractured off and there is a gouge mark along the rim of the trial. Dimensional and functional tests were not performed as the device is damaged. Material analysis of the returned device indicates that the trial broke in overload from repeated use. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: according to material analysis of the returned device, the trial broke in overload from repeated use. Also no material or manufacturing defects were observed on the surfaces examined. The device was in use for ten years therefore it is reasonable that the trial fractured from repeated use over time.

Event description:
It was reported that the trial liner plastic broke.

Event description:
It was reported that the trial liner plastic broke.